Event description:
Recent change in rptr's IV solution system to b braun product. When protonix 40 mg vial attached using add ease adapter to b braun 100 ml partial fill in 150 ml pab container of 5% dextrose contents of vial would not flow back into partial fill container. When vial removed a solid core of the vial rubber dam was blocking the add ease tube. Rptr has reports of this happening with other antibiotic powder vials also.

Event description:
Add'l info rec'd from MFR 7/28/04: current status of device: returned to b. Braun medical, inc., irvine, ca on 05/26/04. Description of returned sample: one addease binary connector (catalog number n7990, lot j4c109) was received attached to a partial additive bag (pab) of 5% dextrose for injection usp (catalog number s5104-5264, lot j4b921) and a drug vial of protonix (manufactured by wyeth pharmaceuticals, 40 mg, lot 601424c, exp. 02/06). The pab contained clear colorless solution. The drug vial was received empty and detached from the binary connector and the pab. A hole was visible in the drug vial stopper. The missing piece of stopper material, or core, was visible in the addease binary connector spike channel. Conclusion: coring of the drug vial stopper can occur if the binary connector drug vial spike is twisted or turned upon insertion of the spike into the stopper. Per assembly instructions: "center the addease spike inside the target of the medication vial and push straight down until addease latches firmly onto vial". Coring will either block the connector spike channel and will not allow activation of the system, or a core is created and is present in the drug vial so it is visible to the clinician when assembled. In either case, the product fails in a way that does not cause a safety hazard per spec-10000620, addease binary connector n7990 and n7993. This reported event is not stated in the current labeling; coring is unusual and is not expected if the device is used properly per the assembly instructions. B. Braun is committed to the development of clear and concise directions for use for all products and will continue to work with co's sales/technical services groups to provide technical training to co's customers whenever required. For your perusal, co has attached a copy of co's response to the customer.